Manufacturer narrative:
The bearing surface of the resurfacing head showed fine scratches and some deeper scratches or indentations in parallel bands. These deeper scratches or indentations are possible indications of edge contact with the rim of the cup, possibly from subluxation or dislocation of the head. There was no evidence of changes in surface contour at the edges of the contact area, from which it is inferred that wear rates were not excessive. Bone was attached to the back side of the resurfacing head. The bone cement mantle was largely obscured by bone or tissue, therefore it cannot be determined whether the mantle was of uniform thickness. One 180 micron diameter metallic particle was visible embedded in the bone or tissue. The nature of this particle could not be determined by visual inspection. Root cause for the patient's pain could not be determined.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2005. Subsequently, a revision procedure was performed on (B)(6), 2012 due to pain. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture of the femoral neck and/or postoperative pain." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00704).